Event description:
Revision surgery to remove roi-c cervical spacer that had a broken anchor plate observed at 5 months post op follow-up. Initial surgery date was on (B)(6) 2012, to fuse levels c5-6. Ref MFR report: 3004788213-2013-00008.